Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "blood leakage into the holder during blood collection." The customer reported as follows: "blood was collected into five tubes. During blood collection into the last tube, blood seeped into the holder. It has been confirmed that there was no damage on the last tube."

Manufacturer narrative:
H6: investigation summary bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve leakage with the incident lot was observed as the sleeve did not fully retract over the non-patient cannula. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was blood splatter/leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: there was "blood leakage into the holder during blood collection." The customer reported as follows: "blood was collected into five tubes. During blood collection into the last tube, blood seeped into the holder. It has been confirmed that there was no damage on the last tube."